Event description:
A drop in r-waves, and high capture thresholds were observed a fluoroscopic view, and a tac exam confirmed that the lead perforated the cardiac wall and passed into the pericardium or in the thoracic chamber. The lead was explanted.

Manufacturer narrative:
No medwatch form was received.